Event description:
Asr revision; asr xl acetabular system - right hip. Reason(s) for revision: pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This product was reported in error, was not revised, did not contribute to the serious injury for this complaint and has been reported on a separate complaint. Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is the first revision on the right hip. See (B)(4) for the second revision. The following information has been altered: 999804754 2377147 still in situ. 999890147 1977929 still in situ. 999800313 2492071 still in situ. This is therefore not an asr revision as only the stem was revised. Additional reason for revision added. Revision date amended to (B)(6) 2007. Reason(s) for revision: pain, periprosthetic fracture.